Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was unable to do troubleshooting because she is a sleeep. The customer's husband advised that patient had a heart attack. The customer has not yet spoken to health care provider about the high blood glucose. The customer's husband advised that patient went into hospital and want to make sure the pump is working correctly.